Event description:
The titan stapler hit a critical load after 2 high load warnings occurred. The jaws of the device were fully opened, but the manual bailout tissue was stuck distally. The surgeon continued to turn the bailout key and the closure coupler broke off. This led to the titan being stuck in the open position. The 19 port size was increased so the open titan could be removed. The patient is doing well.

Manufacturer narrative:
Upon evaluation of the titan sgs, it was determined that the knife was not fully reversed prior to opening the jaws, as instructed in the device instructions for use. Consequently, the load applied to the closure screw was excessive and caused it to bend/distort as well as causing the observed damaged to the gear during the opening of the jaws of the titan stapler. The investigation found that the damage to the closure system led to the device being inoperable. The root cause was attributed to the knife not being fully reversed and excessive force/rotations being applied by the user to the closure system while attemping to manually open the jaws of the device using the bailout key, resulting in the device being stuck in the open position.